Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 704 mg/dl. The customer stated that she treated with the insulin pump, changed out the infusion set, went to sleep, and found that her blood glucose levels continued to climb higher. She stated that she lost consciousness and awoke in the hospital. She was treated with 60 units of insulin and plasma and insulin drips upon admission. She noted that the paramedics took the insulin pump off when they arrived at her house. She had been off of the insulin pump for 30 minutes prior to the hospitalization. Upon troubleshooting, it was found that the insulin pump passed the high pressure and self tests. She noted that she had had surgery on her stomach recently. She was advised to perform a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.